Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during, total gastrectomy end to end anastomosis, the device firing stopped at the root part. The procedure was completed with another device. There was no patient injury.